Manufacturer narrative:
(B)(4). The cds was returned and investigated. The reported difficult to deploy the clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft, and the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. The other clip delivery system (61212u276) referenced is filed under a separate medwatch report numbers.

Event description:
This is filed to report the difficult deployment clip delivery system (cds 70127u132). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2-3 and dilated left atrium. The cds (61212u276) was advanced to the left atrium (la). While attempting to steer the cds to the mitral valve, the clip would steer toward the roof of the la while applying the m knob. It was possible that the steering difficulty was due to incorrect alignment as the physician did not confirm that the blue alignment markers were aligned. The cds was removed and replaced. The next cds (70127u132) was used with the same guide, and advanced to the mitral valve. Deployment steps were started; however, the clip did not release from the delivery catheter (dc) shaft. After gently moving the dc handle, the clip released after 10 minutes, and was successfully deployed. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.